Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for gastric polyp during an esophagogastroduodenoscopy (egd) with polypectomy procedure performed on (B)(6) 2025. During the procedure, the clip did not release from the catheter. There was abnormally high resistance felt before the handle spool reached the end of the stroke. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for gastric polyp during an esophagogastroduodenoscopy (egd) with polypectomy procedure performed on (B)(6) 2025. During the procedure, the clip did not release from the catheter. There was abnormally high resistance felt before the handle spool reached the end of the stroke. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: block h6 has been updated based on additional information received on september 10, 2025. Imdrf device codes updated. Block h11: investigation results: the returned resolution 360 clip device was analyzed, and a visual inspection was performed, and it was noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire and with evidence of soft deployment. Microscopic inspection was performed, and it was noted that the first activation was not performed. No other problems with the device were noted. Investigation found that the device was returned with evidence of soft deployment and without any activations. This means that the capsule became detached from the bushing, losing its functionality to open and close properly. The soft deployment may have been caused by any unrecorded impacts to the joint during preparation, by the insertion of the device into the scope, or by the physician's technique. The joint capsule bushing might have detached due to an external force impacting this joint. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure.